Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular lead had high impedance and a high number of short ventricle to ventricle episodes in less than three days. The lead was also thought to have a possible fracture. Reprogramming was done and the patient will follow up with the physician. The lead remains in use. No patient complications have been reported as a result of this event.